Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The customer had switched to using the central lumen and a transducer, but were receiving a weak a-line waveform and noticed the lumen was struggling to flush. Before switching the console to semi-auto mode, it generated an unable to update timing alarm. The customer was advised to aspirate then flush for 15 seconds. This provided slight improvements before switching the console back to auto mode. The unable to update timing alarm disappeared for a moment but returned again. They switched back to semiauto and are considering a chest xray for placement. There was no patient harm or adverse event reported.

Manufacturer narrative:
Corrected information: section d changed from blank to 12/03/2020. The product was received under mfg report number. 2248146-2020-00630 but was found that the product was related to complaint (B)(4) (mfg report number 2248146-2020-00674). Device evaluation: the product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The technician was able to successfully aspirate/flush the inner lumen. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the sensor cable. The optical fiber within the sensor cable was found to be broken and a catheter kink found, confirming the reported sensor, alarm and pressure problems. We are unable to determine when this may have occurred. We were unable to confirm difficulty flushing the inner lumen. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The customer had switched to using the central lumen and a transducer, but were receiving a weak a-line waveform and noticed the lumen was struggling to flush. Before switching the console to semi-auto mode, it generated an unable to update timing alarm. The customer was advised to aspirate then flush for 15 seconds. This provided slight improvements before switching the console back to auto mode. The unable to update timing alarm disappeared for a moment but returned again. They switched back to semi-auto and are considering a chest x-ray for placement. There was no patient harm or adverse event reported.